Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the end user called him and states the chair pulled to the right.